Event description:
It was reported that the centrimag monitor displayed m5 error with the motor unable to maintain set speed of 4500rpm. Different motor and console combinations were tested and one motor was isolated for having consistent issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This was event was determined to be supplemental information, and the investigation will be reported under MFR# 3003306248-2024-04385.